Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 15mm apex¿ balloon catheter was advanced for dilatation and was initially inflated at 8 atmospheres for 10 seconds. On the second inflation, the balloon was inflated at 14 atmospheres for 10 seconds, however, on the third inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient is at home.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).